Event description:
During a stone extraction, the wire basket broke inside the pt and under fluoroscopy was retrieved. The pt is fine.

Manufacturer narrative:
The customer was contacted several times for additional info concerning this issue, info received: a ureteroscopy procedure was performed to remove the separated segment of the extractor from the ureter noting no additional procedures were performed, no injury and the pt is doing fine. Upon receipt of the product, an eval was performed: one used stone extractor was received. The basket and cannula have separated from the shaft with one wire separated 1.2cm below the basket. The cannula was advanced forward on the wires noting a second separation just below the loops on one wire. The connecting loops at the tip have been stretched open. Sheath length is within specification; however, the coil has been stretched to 21.5cm. Most likely excessive force has been applied causing this to occur.